Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2006, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) medical center. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a transobturator sling placement and laparoscopic bilateral tubal occlusion procedure performed on (B)(6) 2006 for the treatment of stress urinary incontinence and permanent sterility. The patient had adhesions of the omentum to the anterior abdominal wall as well as the sigmoid epiploicae to the left anterior abdominal wall and pelvic sidewall, which were discovered during surgery. Additionally, the patient had a hypermobile urethra. The patient also tolerated the procedure very well, and she was moved to the recovery area in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.